Manufacturer narrative:
Unit was returned to the company's repair center and is currently being evaluated.

Event description:
Customer reported an issue with the accutorr plus monitor, which may have affected spo2 monitoring. No patient injury was reported.